Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not duplicate the reported power issue. The customer did advise that they had used an external usb data cable but this cable was not available for evaluation during the device evaluation.  The electronic device records were downloaded and reviewed to verify the reported power loss. It was determined the device inappropriately lost power three times during the time of the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported that when they attempt to transmit data from their device, the device experiences a loss of power.  There was no report of any patient use associated with the reported issue.